Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient presented with infection. Doctor swapped out all the mrh components except the femoral and tibial components after the wash out procedure.